Event description:
Prior to the scheduled removal,the filter was discovered to have two arms perforating the vena cava.there was no extravasation noted. The arms and the filter was retrieved successfully.there was no patient injury reported.